Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory notifier. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. It was noted that the patient experienced palpitations due to the high output mode from the backup vvi operation. The device was successfully restored and the patient was stable.